Event description:
The neurostimulator was overdischarged due to patient compliance. It was later reported that the patient will have surgery to fix the problem with the device.

Manufacturer narrative:
(B)(4)